Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no failures were found related to the reported leak. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the manufacturer loaner pool.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.